Event description:
During review of the diagnostic log it was noted occurrences of 24v, +12v, -12v, or power fail failure (7018) in the diagnostic log. If a failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The manufacturer service tech replaced the power switch as a precautionary measure. Performance verification testing was completed and passed per operating specifications.